Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a resolving corneal erosion in the right eye one month post photo refractive keratectomy. The patient had a lot of pain and went to the emergency room for treatment. The patient noted feeling better but still having blurry vision and irritability. Follow up information received stated this was an enhancement for the right eye for distance vision. The patient had dryness which existed prior to surgery and developed a corneal erosion. The patient was started on a steroid eye drop with lubrication eye drops for dryness and an antibiotic drop for the corneal erosion. The patient has an increase in visual acuity with lubrication and healing.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).